Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient complained of persistent pain following an index total knee replacement. The surgeon revised the knee and found the tibial tray was loose.